Event description:
It was reported that the device displayed an error message for a wireless network configuration error. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 error 600.6835. Technical support-1. Connect the alaris pc unit to the alaris system maintenance v10.33 software and repeat the transfer network configuration (silent) task. 2. If the transfer network configuration (silent) task fails, refer to the alaris system maintenance v10.33 software user manual for transfer network configuration ¿ error handling information. 3. If the error persists, return the alaris pc unit to carefusion for repair. Walked biomed through and transfer the network config using asm. Error was cleared. Biomed ended call. A review of the device history record for sn (B)(6) was performed from date of manufacture 07/21/2011 to the present date 10/16/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support-1. Connect the alaris pc unit to the alaris system maintenance v10.33 software and repeat the transfer network configuration (silent) task. 2. If the transfer network configuration (silent) task fails, refer to the alaris system maintenance v10.33 software user manual for transfer network configuration ¿ error handling information. 3. If the error persists, return the alaris pc unit to carefusion for repair. Walked biomed through and transfer the network config using asm. Error was cleared. Biomed ended call. A review of the device history record for sn (B)(6) was performed from date of manufacture 07/21/2011 to the present date 10/16/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode.

Manufacturer narrative:
The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 error 600.6835. Technical support-1. Connect the alaris pc unit to the alaris system maintenance v10.33 software and repeat the transfer network configuration (silent) task. 2. If the transfer network configuration (silent) task fails, refer to the alaris system maintenance v10.33 software user manual for transfer network configuration ¿ error handling information. 3. If the error persists, return the alaris pc unit to carefusion for repair. Walked biomed through and transfer the network config using asm. Error was cleared. Biomed ended call. A review of the device history record for sn (B)(6) was performed from date of manufacture 07/21/2011 to the present date 10/16/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support-1. Connect the alaris pc unit to the alaris system maintenance v10.33 software and repeat the transfer network configuration (silent) task. 2. If the transfer network configuration (silent) task fails, refer to the alaris system maintenance v10.33 software user manual for transfer network configuration ¿ error handling information. 3. If the error persists, return the alaris pc unit to carefusion for repair. Walked biomed through and transfer the network config using asm. Error was cleared. Biomed ended call. A review of the device history record for sn (B)(6) was performed from date of manufacture 07/21/2011 to the present date 10/16/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported that the device displayed an error message for a wireless network configuration error. There was no patient involvement.

Event description:
The customer reported they have an 8015 unit giving a 600.6835 error. It was reported there was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. A review of the device history record for sn (B)(6) was performed from date of manufacture 07/21/2011 to the present date 10/16/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device displayed an error message for a wireless network configuration error. There was no patient involvement.